Event description:
Country of complaint: (B)(6). Incision cracked after use of histoacryl.

Manufacturer narrative:
Us reporting agent notified on (B)(4) 2013. Reported device not marketed in the us; however, similar device is. Evaluation on-going at manufacturing site.